Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charge coupled device) was broken and therefore the image was green. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a purple vision with horizontal stripes. The issue was found during an unknown procedure and was completed using a similar device. No delay and no patient harm reported by the customer.

Event description:
It was reported, the subject device had a purple vision with horizontal stripes. The issue was found during an unknown procedure and was completed using a similar device. No delay and no patient harm reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.